Manufacturer narrative:
PMA/510(k) # p200023. Common name: qan. Product code: qan. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Reported by the dm on behalf of the customer via email. A zilver vena 16x100 ((B)(4)) that was placed in (B)(6) 2020 migrated to the patient¿s right atrium and had to be removed via open heart surgery this past weekend. The patient had been experiencing symptoms for awhile but did not attest them to a potential stent migration until he had shortness of breath over the weekend and ended up in the (B)(6) hospital ed where is was determined that there was a stent in his heart. After removal, the stent was seen to be very mangled and thus it is assumed that the stent had been migrated for awhile. The patient is doing well. The stent was placed by dr. (B)(6). Patient outcome the following has been requested:(B)(6) 2022. The following has been answered: (B)(6) 2022. Did any unintended section of the device remain inside the patient¿s body? If yes, please describe. Stent ended up in right atrium. Did the patient require any additional procedures due to this occurrence? Yes. Open heart surgery. Did the product cause or contribute to the need for additional procedures? Yes was the cause. If yes, please specify additional procedures and provide details. Open heart surgery to retrieve vena that migrated to the heart has the complainant reported any adverse effects on the patient due to this occurrence? Still in hospital. Has the complainant reported that the product caused or contributed to the adverse effects? Shortness of breath prior to explant. Please specify adverse effects and provide details. Was the patient hospitalized or was there prolonged hospitalization due this occurrence? Yes. Patient/event info - notes: the following has been requested: (B)(6) 2022. The following has been answered: (B)(6) 2022. Is the lot # of the stent available? We can try to find it however it has not yet been provided to me. Please provide a customer point of contact including their name, title and contact information. (B)(6). Will this be reported to the FDA? Yes. Would the customer like an acknowledgment letter? Yes. Please choose an appropriate account action for the customer: no charge replacement. Credit issued. No action- no action. Is the device available for return? No. What are the implant and explant dates of the device? Implanted (B)(6). Explanted (B)(6). Were any type of interventional procedures performed due to this? Chest cracked to retrieve migrated stent. Prefix zvt7: are images of the device or procedure available? N/a, yes, no will try to get them. Did the patient have pre-existing conditions? N/a, yes, no, no. If yes, please specify: please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other don't know if other, please specify: was a stent previously placed during previous procedures? N/a, yes, no, yes. Was the device used percutaneously? N/a, yes, no, yes. Where on the patient was the percutaneous access site? Groin. Was the access site jugular or femoral? N/a, jugular, femoral other femoral. If other, please specify: what disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? Compression. If other, please specify was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral. Was pre-dilation performed ahead of placement of the stent? N/a, yes, no, no. What was the target location for the stent? Common iliac vein. Details of access sheath used (name, fr size, length)? 8 fr. Was the device flushed through both flushing ports before the procedure, as per IFU? N/a, yes, no, yes. Details of the wire guide used (name, diameter, hyrdophyllic)? Cook bentson. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no, no. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no. A. If resistance was met, how did the physician address this? Did the tip of the delivery system cross the target location? N/a, yes, no, yes. Did the user pull the handle towards the hub during deployment, per IFU? N/a, yes, no, yes. Did the user push the hub during deployment? N/a, yes, no, no. Did the user remove slack in the delivery system before deployment, per IFU? N/a, yes, no,yes. Was the stent deployed smoothly / without resistance? N/a, yes, no, yes. Was the stent fully deployed in the patient? N/a, yes, no yes was the stent fully deployed before removing the delivery system from the patient? N/a, yes, no, yes. Was post dilation performed after the placement of the stent? N/a, yes, no, yes. Was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no, no. What intervention (if any) was required? Yes. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day no emergency explant. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. No.

Event description:
Cancellation MDR being submitted based on confirmation received on 25-aug-2022 that (B)(4) ( MDR ref#3001845648-2022-00595 - logged by patients¿ wife) and (B)(4) (this complaint logged by complaint facility) are the same event and both complaints are not required. (B)(4) (MDR ref#3001845648-2022-00595 ) will capture this investigation as this complaint was logged by patient¿s wife and cook want to ensure the customer letter / investigation results are sent to her.

Manufacturer narrative:
Cancellation MDR being submitted based on confirmation received (B)(4) ( MDR ref#3001845648-2022-00595 and (B)(4) (this complaint) are the same event and both complaints are not required. (B)(4) (MDR ref#3001845648-2022-00595 ) will capture this complaint investigation, as this complaint was logged by patient¿s wife and cook medical want to ensure the customer letter / investigation results are sent to her.